Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient had bradycardia rates in the forties and that there were no pacer spikes on the electrograms (egm). The current egm also indicated possible ventricular oversensing and undersensing on the right ventricular (rv) lead. It appears the lead is oversensing p-wave and then showing the r-wave as fs (fib sensed) beats. There were also elevated short v-v intervals. It was explained that no pacer spikes will show when rates are in the forties. The rv lead remains in use. No further patient complications have been reported as a result of this event.